Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension wire was cut with a pair of scissors while the pt's family was performing a dressing change. The lead was explanted, and the pt recovered with sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.